Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a rhythm that appeared to be bigeminal. Technical services (ts) noted that the wider complex beats became more regular in nature at which point the s to t segments were so high that the t waves were as tall as the qrs complex which lead to t wave oversensing and an inappropriate shock. Following the shock the onset rhythm returned. Ts noted discussed programming options in which the field representative would discuss with the physician. This s-ICD remains in service. No adverse patient effects were reported.